Event description:
Procedure: urological. According to the reporter: following a posterior repair procedure, the pt complained of severe pain. The pt consulted and was examined by another doctor. The consulting doctor's opinion is that the implanting doctor scraped the sciatic nerve during the procedure. The pt has been treated with a pudental block. Add'l info has been requested but not yet been received.